Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device had low power and was inoperative. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged and broken blades. It was also determined that the device failed pre-test for noise and initial rotational speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The assignable root cause was documented as normal wear in the previous report. Upon further investigation, it was determined that even though the root cause was identified as normal wear, it was not appropriate as the device was returned for service within the recommended service interval timeframe (1 year). Therefore, the assignable root cause has been recoded as premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.